Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), a stent damaged. The target lesion was located in the severely tortuous circumflex artery. The lesion was pre-dilated with unknown balloon catheter. The physician attempted to place a 2.5mm x12mm promus stent, but was not able to cross the lesion. The device was examined and stent damaged was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).